Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket was advanced through the scope with no issues. The stone was captured within the basket and when lithotripsy was attempted, the basket failed to crush the stone. The stone was impacted within the basket. Lithotripsy was attempted with the alliance handle in conjunction with the lithotripter basket; however, the stone was unable to be crushed. An attempt to detach the tip was made, however, the tip failed to detach, and the wires by the handle snapped. The sohendra lithotripsy system was used in an effort to crush the stone and remove the basket: this attempt was unsuccessful. The procedure was stopped and the patient was sent to surgery. During surgery the patient's gallbladder, stone and basket were removed. The patient¿s condition following surgery was reported to be good, and the patient is currently doing fine. Reportedly, the device was inspected and tested prior to the procedure and no anomalies were noted. Additionally, there were no issues noted with the device packaging.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18. (B)(4) for the reported event of handle broken. (B)(4) for the reported event of tip won't detach. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.